Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: material #: 2000e, batch/ lot #: 20115597. I have had several reports that the bd smartsite extension set needle free valve ref # (B)(4), have been malfunctioning and unable to flush having to throw them out and get new ones frequently. Also, occasionally same malfunction with single ports not connected to extension set.

Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that they are having issues with smartsite needle-free valves not allowing anything to flow through could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2000e lot number 20115597 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20115597 regarding item #2000e h3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: material #: 2000e batch/ lot #: 20115597. I have had several reports that the bd smartsite extension set needle free valve ref # (B)(4) have been malfunctioning and unable to flush having to throw them out and get new ones frequently. Also, occasionally same malfunction with single ports not connected to extension set.